Event description:
It was reported that the user experienced an ¿unable to proceed¿ error during fill tubing while changing supplies on the iLet, associated with occlusion during the priming process, and the user was guided to perform a full supply change using CD steel 6 mm 23 inch infusion set and resume insulin with Fiasp, after which insulin delivery continued and blood glucose returned to range. Symptoms included hyperglycemia with a reported high glucose of 300 mg/dL. Outcomes included resolution of hyperglycemia following successful supply replacement and insulin resumption without hospitalization. Investigation included troubleshooting and user education, verification of correct supply replacement, and confirmation of return to glycemic range. Investigation of this case revealed that the event was consistent with a priming or flow obstruction during fill tubing that was resolved by replacing the infusion set and supplies, restoring normal device function. It was concluded, based on previously established findings for similar reports, that the cause was user technique or supply-related occlusion during setup, resolved through corrective actions performed during troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA Form 483 observations to ensure full reporting compliance.